Event description:
It was reported that during a da vinci-assisted transhiatal esophagectomy (non-transthoracic) surgical procedure, the tip of a fenestrated bipolar forceps instrument broke off, preventing the reducing sleeve from being removed. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.